Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a procedure performed in 2005 (patient gender, age, and weight are unknown). According to the complainant, the tome would not bow properly. A second device was used and the procedure was successful. No patient complications were reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.